Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that when the pump alarmed and the tubing was dry through the cassette, the pump indicated that 10.5 ml remained. The 100 ml cadd pumps are set to run at 50 ml per 24 hours, with a total volume set to 105 ml to ensure the full volume passes through the cassette. Based on the hookup time on 9/25 and the alarm time, the pump seemed to alarm approximately two hours early. The end of the cadd pump tubing connects directly to a needleless connector at the end of the port. The pharmacy primes with a syringe. There was a patient involvement, and no patient harm/adverse event reported.